Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient's clik anchors were uncomfortable. The patient underwent a revision procedure wherein the lead was buried deeper. The patient was doing well postoperatively.